Event description:
Nurse assistant noticed mercury on floor of exam room (#4) in the clinic while placing a pt. She immediately moved pt to another room & closed the door. Spill site monitored (direct reading) prior to clinic opening up. Baumanometer brand manometer has observed to be leaking from base of glass cylinder. Retention lever in place. Therefore defective seal base allowed mercury to leak.